Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and unknown right ventricular (rv) lead noted a high out of range shock impedance measurement. It was indicated the shock impedance measurements stabilized. No changes to the system were made. No adverse patient effects were reported.